Event description:
It was reported that the customer went to the emergency room an elevated blood glucose (bg) level; cause of bg was unknown and a specific bg value was not provided. Customer was treated with intravenous fluids of saline and insulin and received a cat scan. Customer was released the next day. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.